Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call that the insulin pump delivered 96 units of insulin into his son all at once; the piston was not making contact with the reservoir. The patient's blood glucose at the time of incident was 45 mg/dl. The patient treated with food and juice and his blood glucose increased to 53 mg/dl. The customer was tired and pale due to the hyperglycemia, and the father was attempting to keep his son awake. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device settings were accurate as well. There were no strong magnetic fields in the presence of the device, and there were no significant alarms in the alarm history. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.